Event description:
It was reported that a percutaneous coronary intervention (pci) was performed to treat a 90% stenosis in the segment #7 of the left anterior descending artery (lad). The segment #7 was crossed with an asahi sion blue guide wire. When an asahi sasuke double lumen catheter was advanced over the sion blue guide wire for protection of the segment #9, resistance was met outside the patient anatomy. Therefore, the microcatheter was removed. The distal tip of the sasuke double lumen catheter was found separated and the tip fragment was attached on the shaft of the guide wire. The tip fragment was removed and the procedure was completed with a new sasuke double lumen catheter. It was informed that there were no adverse patient effects associated with this event.

Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: 3003780911. Although it was initially reported that the tip of the sasuke double lumen catheter was torn outside the patient anatomy and was removed, the separated catheter tip was not returned with the affected catheter. As a possibility could not be completely ruled out that some catheter fragment(s) might be left in the patient anatomy, this event was determined to be reportable; therefore, g3. Date received by manufacturer is the same as the date in d9. Returned to manufacturer. The reported sasuke double lumen catheter was returned for evaluation. Tip separation was confirmed on the returned microcatheter. Microscopic observation found stretched polymer on the distal segment of the returned microcatheter, which is a trace of ductile tearing. The separated tip fragment was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that the sasuke double lumen catheter might have been inserted while blood or contrast media had been attached on the shaft of the concomitant sion blue guide wire, increasing the resistance between the two devices. In that situation, tensile stress generated when the catheter was pushed and pulled was locally applied on the catheter tip, causing the tip separation. Although it was concluded that this event was not attributed to product quality, it was unable to completely rule out a possibility that some catheter fragment(s) might be left in the patient anatomy because the separated catheter tip was not returned. No CAPA will be taken. Instructions for use (IFU) states: [precautions]: if any resistance is felt during the manipulation of this product, interrupt the manipulation, and check the cause under high-resolution x-ray fluoroscopy. If it is judged that the cause of the resistance is due to damage of this product, carefully remove the entire system while paying attention to the product not to fracture using procedure such as surgical operation if needed. [Malfunction and adverse effects]: 1) malfunction: separation, insertion difficulty.